Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device has reported that top of the device was burning and swollen. Also, the patient reported falling numerous times since implant. There were no additional adverse patient effects reported. The product remains in service.